Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. There was no impact to customer's blood glucose level. During troubleshooting with tandem technical support, customer indicated that there had been no interaction with the pump for an extended period of time. Customer understood that the auto-off safety feature could be extended but indicated that the current setting was satisfactory.